Event description:
Plaintiff alleges the diagnosis of a severe latex allergy. Further alleges she has suffered physical injuries including hives, shortness of breath, rashes, wheezing and other physical discomforts and injuries. She alleges suffering psychological trama including great despair and loss of enjoyment of life. Paintiff's husband alleges loss of consortium of his wife.